Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. ¿therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be ¿documented and trended per internal quality system requirements.

Event description:
The manufacturer received information alleging an issue related to a dreamstation st30. The patient has passed way. There was report of patient death. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.